Event description:
It was reported that customer¿s system displayed cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, and performed reset with guidance, after which pump no longer displayed cgm error code, and no further issues were reported.